Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: non union levels implanted: t10-iliac it was reported that intra-op, the tip of the driver broke off when trying to back out a screw. The tip of the driver got stuck in the head of the screw. Fragment remained in the patient. Patient complications were reported as unknown.

Manufacturer narrative:
Product analysis results: visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Optical examination of the fracture surface identified a fairly flat fracture surface and circular material displacement. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.